Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test at 0.08750 inches and rewind test. No over delivery anomaly noted. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels and over delivery. The customer had symptoms such as anxiety, sweating, and confusion. The customer was treated for the low blood glucose with apple juice and pbj sandwich. Customer¿s blood glucose level was 43 mg/dl at the time of the incident and current blood glucose levels was 196 mg/dl. Customer stated that the insulin pump was over delivering insulin. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.